Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue with the pump. It was reported that the pump cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the piston cap was broken and missing from the cartridge compartment. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a dim, fading, discolored display.